Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing of load unto the stomach for resection in a sleeve gastrectomy laparoscopic procedure, a long piece of plastic came off the staple load during firing. The plastic was retrieved in the patient's cavity by graspers and the procedure continued. There was no patient injury.